Event description:
It was reported that the endoscope was incorrectly reprocessed, as the distal hood (subject device) was not removed during the reprocessing of the endoscope. The device was subsequently used on one patient. There was no adverse event associated with this reported event.

Manufacturer narrative:
No device was returned to olympus for evaluation. This report will be supplemented when the investigation is completed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to b5,h3,d8 of the initial medwatch. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to incorrect reprocessing by the user or device handling. The event can be detected by following the instructions for use (IFU) which state: -operation manual. ¿4.3 using endotherapy accessories". ¿chapter 4. Operation¿ 4.3 (english ver. 4.2) detaching the distal hood from the endoscope if additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.

Event description:
Attempts to retrieve additional information from the customer are in progress. Case with patient identifier (B)(6) for this reports the maj-1989 used in the procedure. Case with patient identifier (B)(6) reports the scope used in the procedure.